Event description:
Patient underwent surgery on the right eye on (B)(6) 2024. The surgery involved covering of exposed gore-tex suture on the ocular surface, which were present to hold a scleral sutured iol (intraocular lenses) in place. The sutures had eroded through conjunctiva. The surgery involved covering the sutures with a corneat everpatch and then closing the conjunctiva over it. The patient was noted to have conjunctival retraction and exposure of the everpatch at pow7 (post-op week#7). The patient is currently being observed.